Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot#: 3000261925 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
The hospital reported that during a coronary artery bypass procedure, the hst iii system (4.3mm) remained in the loading device during use, and the seal part was also damaged. The blue slide lock was on. The white plunger has been pushed. Hsk-3043 failed, so hsk-3038 was used successfully and the ope ends without problems. There was no delamination or cracking of the seal. There is no delay in iron lovers. No health hazards to the patient.

Manufacturer narrative:
Trackwise ID: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.